Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and there was no physical damage. There was no problem detected. The instrument was fully functional. No product issue was found. The complaint regarding frayed cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.